Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A promus premier drug-eluting stent was advanced for treatment. However, the physician encountered a problem during delivery and when the device was removed for rinsing, it was noticed that the stent looked like it was crushed. There were no patient complications reported.

Manufacturer narrative:
Model number updated from unknown to h7493925128300 lot number updated from unknown to 0023479219 catalog number updated from unknown to 9552 unique identifier (UDI) updated from unknown to (B)(4). Manufactured date updated from unknown to 03/05/2019 device is a combination product. Device evaluated by MFR.:promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual examination of the outer and inner lumen found no issues. A tactile examination of the mid-shaft section revealed an irregularity at the midshaft bond measured at 105 cm distal to the distal end of the strain relief. Examination under scope identified what appeared to be a raised substance (clear in color) a droplet of water was placed on it to see if it could be dissolved but after 5 minutes of soaking it remained intact. The investigator removed a portion of the shaft containing the substance to allow for sample preparation for fourier transform infra-red spectroscopy (ftir) analysis. The sample was compared to a heatshrink sample obtained from an sdc line and the analysis revealed that the fm sample matched heatshrink by 95%. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A promus premier drug-eluting stent was advanced for treatment. However, the physician encountered a problem during delivery and when the device was removed for rinsing, it was noticed that the stent looked like it was crushed. There were no patient complications reported.